Event description:
Investigator reported that the reported mi was not related to the study device. (Ref MFR 9612164-2011-01363, 9612164-2011-01364 and 9612164-2011-01365).

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death and stroke). (B)(4).

Event description:
Additional information received reported that the patient suffered another mi event approximately 17 months post index procedure, and 17.5 months post index procedure. Two days later the patient suffered a stroke event. During hospitalization the patient suffered pulmonary hypertension with right sided heart failure and subsequently died approximately 19 months post index procedure. It was not assessed if these events were related to the study device.

Event description:
Cec have adjudicated that the previously reported stroke event occurred approximately 10 days post mi event which occurred approximately 17.5 months post index procedure not 2 days as previously reported. Aspirin and clopidogrel were discontinued after this stroke event. It was not assessed if the event was related to the study stent. Patient received a transfusion for the mi approximately 17 months post index procedure and received IV, blood transfusion and medication to treat mi approximately 17.5 months post index procedure. The cause of death was cardiopulmonary arrest due to heart failure secondary to pulmonary hypertension. Cec assessed the event as a non-cardiovascular death.

Event description:
Three endeavor sprint rapid exchange drug eluting stents were implanted during the index procedure, one in the distal rca, one in the proximal rca and one in the mid rca. Approximately two months post index procedure the patient was hospitalized for congestive heart failure and kidney disease. Approximately 6 months post index procedure, the patient was reported to have suffered a non q-wave mi. Mi was reported to be an acute non-stemi. Location of infarction was non-determinable. The patient was hospitalized with weakness, fever, acute coronary syndrome, sepsis, congestive heart failure and chronic renal failure. The patient was taking the required study medications at the time of event. The patient was treated with medication and recovered with treatment. (Ref MFR 9612164-2011-01363, 9612164-2011-01364 <(>&<)> 9612164-2011-01365).

Manufacturer narrative:
Evaluation, results: inherent risk of the procedure (mi). (B)(4).